Event description:
Boston scientific crm received information that, during the implant procedure of this left ventricular (lv) lead , this patient developed a left-sided pneumothorax. This patient remained stable, so no drainage was needed. It was also noted that during defibrilation threshold (dft) testing, this device delivered four shocks, but was unable to convert the induced ventricular fibrillation (vf) arrhythmia. Therefore the physician had to use external defibrillation. It was suspected that the coat of trapped air in the left side of the chest could have contributed to the failed dft testing, and some failed external shocks during the implant procedure. This patient recovered, and is being monitored. There were no other adverse patient effects reported.

Manufacturer narrative:
This lv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.